Event description:
The stent was labeled a 6x20 when it was really a 5x20. Trying to do a subclavian stent. Pre-dialated with a 3mm balloon. Attempted to cross the lesion and was unsuccessful. Physician attempted to removed the catheter to try something else. Stent caught on end of sheath. Physician moved the stent into the right iliac so it would not dislodge and migrate into the aorta. Couldn't get the stent into the sheath. Noticed it had already started to slip off of the balloon before it got caught on a previously applied stent. Could not get the stent free so physician put in an 8 fr. Sheath to use forceps to try to remove. This was unsuccessful so decided to inflate balloon and leave stent in the right iliac.